Event description:
In 2005, the lay user contacted lifescan (lfs) alleging that her one touch ultra meter was showing the battery symbol on the meter; she said she had not been able to test with the meter since 2005 at 7:00 pm. The medical affairs specialist (mas) sent follow-up questions to lfs UK for two consecutive days in 2005 answers had not yet been received in 10/2005. The user said she experienced hypoglycemia due to not being able to test with the reported meter since the previous evening. She felt dizzy and was unable to speak. She called emt. No blood glucose results obtained by emt were provided; however, the pt was treated with glucose, orange juice, and "weetabix" (food). No information was provided regarding the pt's diabetes treatment regimen. The customer care representative (ccr) verified that the meter required a new, replacement battery. The pt did not have a replacment battery at the time she spoke with the ccr. The pt stated she was feeling better and would replace the meter battery.